Event description:
Pt was implanted in 2000. The case was uneventful. One side of the limb was stented due to tortuosity and slow flow. Final angio revealed a type 1 leak. The site of the leak was ballooned with a 25 mm balloon but the image did not change. The physician decided to do a CT in two weeks to give the pt's kidney a break. 42 to 72 hrs later the pt's graft closed down, and pulses were lost in one limb. The physician was unable to get a wire through the graft. The pt was converted, and tolerated the procedure. The pt also had an axilla bifem, and flow was restored. The pt came back to the hosp 4 mos later with an aortic rupture. Dr repaired the aorta and the pt died two mos later with complications from the surgery.